Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: c19 - a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Neither clinical images enabling assessment of product performance nor the product itself were returned for evaluation, the investigation could not be performed. Article citation: woo hy, hong sk, cho j, lee j, choi y, yi n, lee k, suh k. Complications of polytetrafluoroethylene graft use in middle hepatic vein reconstruction in living donor liver transplantation: a retrospective, single-centre, long-term, real-world experience. Transpl int. 2021;34(3):455-464. Doi:10.1111/tri.13807. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The literature was received ¿complications of polytetrafluoroethylene graft use in middle hepatic vein reconstruction in living donor liver transplantation: a retrospective, single-centre, long-term, real-world experience. Via transpl int. 2021;34(3):455-464. Doi:10.1111/tri.13807. This retrospective single-center study evaluated complications associated with gore-tex® vascular graft eptfe grafts used for middle hepatic vein (mhv) reconstruction during right lobe living donor liver transplantation (ldlt). A total of 360 patients undergoing ldlt between 2005 and 2012 were included after exclusions. Thin-walled expanded ptfe grafts (primarily 6¿7 mm, overall range 6¿8 mm) were used for venous reconstruction to support hepatic venous drainage. The mean follow-up duration was 103.8 months. Adverse events involving the gore-tex® vascular graft included graft migration into adjacent organs (n=14) and graft-associated infectious complications with abscess formation (n=3). Organ injuries from graft migration involved the common bile duct (n=3), stomach (n=1), duodenum (n=5), and jejunum (n=5). Eight patients required reintervention, including surgical graft removal, endoscopic graft removal, biliary drainage, exploratory laparotomy, and one retransplantation due to graft-related common bile duct injury and graft failure. Notably, one patient developed an intestinal fistula secondary to abscess formation surrounding the ptfe graft, which progressed to sepsis.